Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump after confirming that the malfunction code was resettable; however, the issue persisted, leading technical support to decide to replace the pump. As the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump. Customer reverted to an alternative method of insulin therapy.